Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported that a drilling tip broke off during drilling of a screw hole. The drilling tip is left in the calcaneus of the patient and is in the screw hole of the pin.